Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call for high blood glucose of 500mg/dl and treated with an injection. The customer indicated that their blood glucose value was 102 mg/dl at the time of the call. Troubleshooting found that the customer had issues with the quick release on the serter and customers wanted to report this issue. Customer indicated that the issue was resolved by a complete set change.there was no further information provided by the customer or troubleshooting and no further high blood glucose troubleshooting was performed.